Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.

Event description:
The customer reported the system would not save the cine run, but only the last image. Data loss. There is no report of pt injury or death.